Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed by technical assistance support (tac). A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction was traced to electronic component failure. The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps included power cycling the system, testing with another scope, cleaning the scope connectors and scope connection port, and checking and reseating the light source and digital light source cables. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported a scope communication error (b30) was displayed during setup involving an olympus xenon light source. There was no patient involvement reported.